Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (356 at its highest) and insulin injections were administered to address the bg level. The pump supplies were changed multiple times. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer's current bg was 102 mg/dl. Reportedly, the customer discussed the event with a healthcare provider.